Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 3.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the strut was found to be broken. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. A 3.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the strut was found to be broken. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd 3.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the proximal region of the stent were lifted from their crimped position and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no sign of distal tip damage. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.